Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a femoral popliteal vein graft using an indigo system separator 7 (sep7) and an indigo system aspiration catheter 7 (cat7). During the procedure, the physician completed five or six passes using the sep7. Subsequently, during the next pass, while engaging the clot, the physician noticed under fluoroscopy that the wire distal to the bulb of the sep7 was disconnected in the patient. Therefore, the physician attempted to remove the broken wire using a snare; however, it was unsuccessful. It was reported that the wire became lodged in the graft. The procedure was completed using another sep7 and the same cat7. There was no report of an adverse effect to the patient.